Event description:
Following a diagnostic procedure, the angio-seal was deployed without incident. The pt was on dopamine prior to the procedure. Medications administered during the procedure were a heparin bolus. Reopro, and plavix. A mild bleed occurred in the right groin site with a hematoma. Dopamine was administered due to decreased blood pressure; however, the blood volume was still depleted and six units of packed red blood cells were transfused. A pelvic CT confirmed a retroperitoneal bleed with a large area of skin bruising in the left groin. The pt was recovering and was discharged. The physician did not believe the retroperitoneal bleed was caused by the angio-seal device, but was due to the procedure sheath that may have caused posterior wall damage to the vessel.